Manufacturer narrative:
H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Lens exchanged for a same length lens implanted vertically and problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Correction: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot.claim # (B)(4).